Event description:
It was reported that the patient was cutting trees down and experienced shortness of breath (sob). Upon review, it was noted that the minute ventilation (mv) feature was deactivated by the signal artifact monitor. The rep was able to do a manual calibration and mv was turned back on and also turned on xl. Discussed there was no sam alert for this as the device was using the noise detection as noise was not detected directly on the lead itself. Currently, this product remains in service and no additional adverse patient effects were reported.